Manufacturer narrative:
A philips clinical solutions (cs) person was at the customer site. The cs stated that the intellivue mx450 patient monitor was only providing yellow pressure alarms and they were not getting any red pressure alarms. It was confirmed that there was no impact to the patient care as the nurses are responding to the yellow alarms. After reviewing the configuration settings it was determined that the extreme alarm setting is disabled. The issue was resolved by enabling the extreme pressure alarms setting. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that intellivue mx450 patient monitor was not providing red alarms for pressure violations only yellow alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.